Manufacturer narrative:
Investigation outcome: the device stopped ventilation and switched into ambient mode immediately after a suctioning maneuver, requiring the patient to be transferred to another ventilator. No harm to the patient, user, or third party was reported. Log review showed the ventilator had been running continuously for 486 days, with the last flow sensor calibration performed on (B)(6) 2025 and no preventive maintenance recorded since (B)(6) 2023. The device was overdue for preventive maintenance and had intermittently generated flow sensor alarms. The local service engineer replaced the esm, upgraded the device to the latest software version, and performed complete service software. The device was returned to the user following these corrective actions. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "after the hospital staff performed suctioning on the patient and reconnected the breathing circuit set, this c1 unit entered ambient mode. Since the hospital staff promptly switched to manual ventilation, there was no health impact on the patient. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.